Manufacturer narrative:
We are reporting according to (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4).

Event description:
As stated by the customer (B)(6) 2010 "after the bath session, the alenti stayed in his highest position beside the bath. The resident was wiped but still naked on the lifter. The nurse stood with her back towards the resident when the lifter turned over. Reason for turning over is not known." (B)(4).